Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "headaches for the last 2 months" and "does not know if it is related to the device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : not returned to the manufacturer

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "headaches for the last 2 months" and "does not know if it is related to the device." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a manufacturer service center. The technician confirmed no particles in the air path during the device evaluation. There was no error code found. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box d: device serviced by 3rdp?, device available for eval?, date returned to mfg has been updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.